Manufacturer narrative:
The insulin pump act and esc buttons did not respond due to flattened button dome switches. No button error alarm noted. No moisture damage on electronics noted. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he went to check his next basal rate the insulin pump alarmed button error. Blood glucose value is unknown. The customer was unsure if the devise was exposed to humidity but it was not wet. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.